Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-feb-2019 with the following findings: during investigation, the pump did not power on. Testing for the cs 064 call service alarm was not able to be performed due to no power to the pump due to moisture damage. Unrelated to the call service alarm issue, investigation revealed that the battery compartment was cracked. Corrosion was observed in the battery compartment. Leak testing showed leaks at the battery compartment. The pump case was opened and moisture damage was found on the printed circuit board.